Event description:
Contact in the netherlands reported that the ceramic tip of the vapr electrode broke off during use in surgery. Fragment was retrieved from the joint at the time of the event and no patient injury was reported. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.